Event description:
A malfunction issue was reported, but the customer declined the transfer of the case to technical support. There was no reported impact on the customer¿s blood glucose level. No further information regarding corrective actions was provided.